Event description:
A male patient was presented to the interventional lab for an angioplasty procedure of the external iliac artery. The vessel was described as lightly calcified and mildly tortuous with a 95% stenosis. After properly inspecting and prepping the device, the physician delivered the balloon catheter to the stenosis, and inflated the balloon. There is no information as to where the physician made access to the patient or if there was any difficulty accessing the lesion. Upon inflation, when the indeflator reached 4 atmospheres, the pressure in the balloon decreased. The balloon was safely removed and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.